Event description:
It was reported that this right ventricular (rv) lead triggered a high, out of range shock lead impedance. When reviewing the lead trends, the behavior was of a gradual rise over the last year. Several causes for this behavior were discussed. The alert threshold was suggested to be reprogrammed and continue monitoring. Additional recommendations on how to proceed on the future were given. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.